Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. Since in this case a guide was used we will investigate the guide planning, even though it is not very likely that the insufficient osseointegration is linked to an issue with the guide. However, in case any new or additional information will be gained from this investigation a follow-up report will be sent. We will continue to track and monitor the trend this MDR submission is a late submission. A CAPA has been issued.